Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device has not been received.

Event description:
It was reported that the patient's controller had loose ports on both sides. No consequences to patient.&#2062;o additional information.

Manufacturer narrative:
It was indicated that the patient noticed that there was a plastic ring seal that came off the connector. The controller was subsequently exchanged. Corrected controller serial number. Catalog number stays the same. Unchecked "user facility". Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications. The device failed visual inspection because the controller port 1 and port 2 connectors were found loose from the controller housing. The controller port 1 was loose with the o-ring gasket missing and the port 2 was loose with the o-ring gasket displaced. The reported event was confirmed during the visual inspection. Note: the controller was received with the new software version installed (smr upgrade performed). A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address anomalies of loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.